Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter could not reach the lower left pulmonary vein. The physician suspected the inside of the balloon was bent. The balloon catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.